Manufacturer narrative:
One opened ophthalmic cannula in a bag was received for the report of ophthalmic visco surgical device did not come out firmly from front. Sample was visually inspected and found to be confirming, there was no occlusion observed. The sample was functionally tested for mass flow and found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming, therefore ovd did not come out firmly from front as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the visco cannula was manufactured to specifications. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery an surgical viscoelastic product was leaking from side instead of coming out from front opathalmic surgical cannula.procedure and patient impact details were not reported. Additional information requested, none received till date.